Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition. It was determined that the device passed all manufacturing and test requirements at the time of manufacture. Manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device serial number, and no non-conformances were identified. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device was making excessive noise was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device oscillating head was cracked, had fluid ingress, foreign debris and corrosion. The device also failed pretests for check the quick coupling for saw blades, check function of the device and check oscillation frequency. It was noted that the device could not be fully assessed due to being jammed/stuck. Therefore, reported condition of noise and sticky trigger could not be duplicated during evaluation. The assignable root cause was traced to improper maintenance and a device design issue (cracked oscillation head). The design related failure has been covered under a CAPA. H11. Corrected data: d9: the date device returned to manufacturer was documented as march, 9 2021 in the initial report. This has been corrected to march 8, 2021.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a device history review was performed, and no non-conformances were detected related to the reported condition. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: saw blade device; (B)(6) 2021. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a knee replacement surgical procedure, it was observed that the battery oscillator device tightening knob was stuck and the device was very loud during oscillation with the saw blade device. It was reported that there was a delay less than thirty minutes to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.